Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose in the level of 300 mg/dl to 400 mg/dl. The customer did experience any symptoms such as a vomiting as a result of high blood glucose. It was unknown that the auto mode feature was active or not. No further complications were reported. The customer will continue to use the device.